Event description:
The customer reported a leak when using the unicel dxc 800 synchron system. The instrument was generating intermittent "cc cuvette not dry before first reagent dispense" errors. Upon troubleshooting the errors, the customer found liquid below reagent probe b indicating a possible leak. The customer observed liquid dripping from the cuvette wash/vacuum probe #3. The operator wore gloves and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment. Note: cc is an acronym for cartridge chemistry.

Manufacturer narrative:
On (B)(4) 2014, the customer resolved the issue through routine troubleshooting with phone support assistance from beckman coulter technical services. The customer confirmed a leak at the wash/vacuum probe #3 and replaced the probe to resolve the issue. (B)(4).